Event description:
It was reported that during engineering evaluation, the craniotome device was ¿tested and found that the tip had been drilled¿. The event was not related to surgery. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. An assessment was performed on the device which found that the tip had been drilled. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper use and assembly of attachment to the motor. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.